Manufacturer narrative:
As reported, closure failed with a 5f exoseal vascular closure device (vcd). There was no reported patient injury. During use, the deployment button was fully depressed and flushed against the handle, and the exoseal vcd along with the vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after deployment. There were no indications of plug displacement or partial deployment noted, and the indicator wire was not visible upon device removal. The physician was experienced in training with exoseal, and there were no visible signs of device or package damage prior to use. Additional event details were requested; however, not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned 5f device as the device was received fully deployed and the plug was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. It was initially reported that a 7f exoseal failed during a procedure; however, a 5f exoseal was returned for analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, closure failed with a 7f exoseal vascular closure device (vcd). There was no reported patient injury. During use, the deployment button was fully depressed and flushed against the handle, and the exoseal vcd along with the vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after deployment. There were no indications of plug displacement or partial deployment noted, and the indicator wire was not visible upon device removal. The physician was experienced in training with exoseal, and there were no visible signs of device or package damage prior to use. Additional event details were requested; however, not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.